Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 92 mg/dl. The customer reported that pump quit working. When she turns on just shows a white screen. Troubleshoot was performed and customer reports display is solid white. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.